Event description:
It was reported that the customer passed away at home. The cause of death was heart attack. The caller stated that while she was making coffee, the customer started gasping and had a heart attack. The paramedics were called, they performed CPR, transported the customer to the hospital, kept doing CPR in the ambulance, but pronounced the customer dead at the hospital. The caller stated that the customer had type 1 diabetes, high blood pressure, and had a heart attack. The customer's blood glucose at the time of death is unknown. However, the last recorded blood glucose value in the insulin pump history was 218 mg/dl on (B)(6) 2015 as 01:18am. The customer was wearing the insulin pump, but the spouse removed it as soon as the customer started to gasp. The customer was using sensors and was wearing one at the time of death. The caller will not return the insulin pump for analysis. She wants to give it to the customer's doctor's office. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.